Event description:
Reporter indicated that vns pt experienced hoarseness after implant surgery and has since been diagnosed by an ent with vocal cord paralysis. Investigation to date has been unable to determine the cause of the reported event.